Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date in the d10 section, to update the h3 section and to provide the completed investigation results. H6: result codes- 4210 leakage / seal is based off the samples, 213 no failure detected is based off the retention samples. Six actual samples were received and was observed with scratches and dents with print that seemed to be erased. The hole was confirmed on top of the film of sample 3 and 5. The location of dents, scratches and hole on package were confirmed not parallel to the molded parts edges which means that this portion will not likely to generate hole on package. Process confirmation showed no sharp edges or any protruded parts on the blister packaging as well as on the top web printing and UDI printing station that could lead to hole on packaging during the process. Different simulation was conducted related to handling wherein results showed no similar conditions to the complaint sample was created. Furthermore, ncr masterfile and raw material nonconformity masterfile from fy2018 to fy2019 showed no issued ncr related to hole on package.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - supplier quality specialist. Based from the results of our investigation, the root cause of the complaint could not be identified as of this time. Reference photo of actual samples showed 3pcs of blister top film wherein print seems to be scratched and erased but hole could not be confirmed through the photo. However, actual condition of samples to verify the potential source could not be confirmed since sample is not yet available for our evaluation. Checking of our records for the provided carton boxes no. Inspected by the customer showed no similar defect noted related to blister package. We have checked our inspection records (top film and sg blister packaging), machine layout of top web printing and sg blister packaging as well as inspectors involved during our production. However, no possible source of the defect was found. Confirmation showed no similar defect of damage to package was noted on a total of (B)(4) pieces products from b-line. Further investigation will be conducted upon arrival of actual sample to verify the potential sources based on the appearance and condition of actual sample. This report will be updated accordingly. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that they had needle blisters with damage and holes impacting sterility. This was observed during packaging. This is a processable defect with potential impact on the patient.